Event description:
On (B)(6) 2013, this patient reported that the lead has been close to the vocal cord since implant. There was no pain. The patient experienced voice alteration with magnet activation. The patient was referred for revision. The patient indicated that the device settings could not be increased because it causes her to have difficulties breathing. When the magnet is used, she has problems catching her breath for awhile. She also cannot make but a "raspy squeak" for a short while after magnet use. At the current device settings, the patient did not experience difficulty breathing. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.

Event description:
The vns device was replaced on (B)(6) 2013. The device has not been returned to the manufacturer.

Manufacturer narrative:
.